Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower experienced a malfunction in which the tower door could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed intermittently and was unable to recover. The field service engineer (fse) released the latch column, cleaned, crimped and reseated the latch connections to resolve the issue. The fse lubricated the latch column using conductive grease, ran hardware test application and verified the functionality. The system functioned as intended after the field service engineer repaired the device.